Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. Hospitalization was ongoing. Extraneal and physioneal therapies were ongoing. On an unreported date, automated peritoneal dialysis therapy was changed to continuous ambulatory peritoneal dialysis (capd) therapy. The patient was recovering from the peritonitis. No additional information is available.